Event description:
New information received notes that the right ventricle (rv) lead was explanted and replaced on (B)(6) 2025. The patient condition was not known.

Event description:
New information received notes that the patient was in stable condition post-procedure.

Event description:
It was reported that patient presented remotely via merlin.net, the right ventricle (rv) lead exhibited noise over sensing resulting in pacing inhibition. No intervention or procedure was performed. No patient conditions were reported.

Manufacturer narrative:
Further information was requested but not yet received.